Event description:
It was reported that the customer was hospitalized with high blood glucose readings of 460 mg/dl and diabetes ketoacidosis. It was noted that the customer was unable to bring their blood glucose readings down. Customer reported symptoms of nausea, vomiting and fatigue prior to the hospitalization. Customer also mentioned receiving no delivery alarms on the insulin pump. Customer was treated with insulin drips at the hospital. Troubleshooting was performed and all settings appeared to be normal. Customer stated that they do not feel like the insulin pump is giving correct dosage of boluses. Customer also mentioned receiving a button error alarm. Customer's blood glucose reading at the time of the call was 366 mg/dl. No further information reported.

Manufacturer narrative:
Cracked reservoir tube lip and minor scratches on display window noted during visual inspection. Pump passed functional test includingprime/a33, displacement, basic occlusion, occlusion and excessive no delivery alarm tests. All buttons function properly. No button error alarms noted. However moisture damage was noted on keypad traces.